Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that it was difficult to infuse elneopa and aleviatin a few days after the catheter was placed. The catheter placed in the patient was removed and another catheter was placed instead. There was no reported patient injury.

Event description:
It was reported that it was difficult to infuse elneopa and aleviatin a few days after the catheter was placed. The catheter placed in the patient was removed and another cathter was placed instead. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the catheter was difficult to infuse was confirmed and the cause appears to be related to the use of the device. One groshong nxt catheter was returned for investigation. The device was assembled with the two-piece connector and was attached to a statlock securement device. Residue was present on the outer surface and within the catheter tubing. An attempt to flush the device with water using a 12 ml syringe was unsuccessful. The catheter was found to be fully occluded. Sections of the catheter were cut in order to identify the location of the occlusion. The device was observed to be occluded within the proximal two-piece connector. Microscopic observation of the valve slit revealed no apparent damage. The valve slit length was measured and was found to be within specification. Since evidence of use was observed and the occlusion source was found to be located within the flushing connector, it is likely that the cause is related to the use of the device; therefore, the complaint is confirmed. Precipitant formation and catheter maintenance may have contributed to the reported event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.